Manufacturer narrative:
Continuation of d10: concomitant product section d information references the main component of the system. Other relevant device is: product ID: evolutfx-29, serial #: (B)(6), ubd: 13-oct-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty was performed as a standard for the implanting physician. The valve was loaded into the delivery catheter system (dcs) and confirmed via fluoroscopic inspection. Upon deployment to 80%, the implant depth was too shallow and the valve dislodged into the sinus. The valve was recaptured into the dcs; however, an infold in the valve frame was observed. Subsequently, the valve and dcs were withdrawn from the patient. A new valve was loaded into a new dcs and successfully implanted. No adverse patient effects were reported.